Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient felt nauseous, dizziness, tingling and experienced high blood glucose level (30.5 mmol/l) with ketone levels. Therefore, they tried to treat it with injection and intravenous drip, but today ((B)(6) 2024) around 12:00 pm, the patient was admitted to the hospital with blood glucose level. During hospitalization, the patient received injections and insulin drip intravenously as corrective treatment. Further, the patient stayed for one day in the hospital. Currently, the patient's blood glucose level was above 22.2 mmol/l. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2024-00217), was submitted on 09-may-2024. However, based on the investigation done on 21-jan-2026 and clinical review performed on 19-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.